Event description:
A caller reported an error with their continuous glucose monitor (cgm) displaying error 42. After consulting with technical support, the caller was guided through a complete pump reset procedure. Once the pump reset was performed, the cgm error did not reappear, and the customer successfully started a new sensor session. There was no adverse impact to the customer's blood glucose level.